Event description:
Documentation received with returned product indicated "this lens is defective. Abrasion 2009 rec'd new cl". The following month, the attending healthcare practitioner responded to queries and indicated the abrasion was noted at the time of contact lens dispensing, with the lens being too uncomfortable and painful for the patient. Prophylactic antibiotics were given. No prognosis was given. The pt is not currently wearing a replacement contact lens. No solutions were dispensed to the pt, and the pt is using a deep well screw top contact lens container.

Manufacturer narrative:
All tested parameters met inspection/release criteria for the returned lens. In the cosmetic examination of the lens surfaces, a small burnished area was found near the edge of the lens that was within acceptable criteria and would not have caused the noted adverse event.